Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the patient side manipulator (psm) 1 insertion axis did not move when the monopolar curved scissors (mcs) instrument was installed. The customer checked the mcs tip cover, cannula, and drape and no issues were found. The customer power cycle the system, but the issue persisted. The psm 1 worked for a short time when the customer replaced the drape, but the issue reoccurred. The customer hard power cycled the system but the issue continued. The customer elected to continue the procedure without psm 1. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and a warning message to clean the system cables was noted. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the customer reported complaint and confirmed the error 23007 upon reviewing system logs. The fse replaced patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the psm involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23007 on axis 3 of the psm1 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sh2303. This complaint is considered a reportable event due to the following conclusion: a psm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the patient side manipulator involved with this complaint and completed the device evaluation. Failure analysis (fa) was unable to reproduce the reported complaint, but it was confirmed upon reviewing the field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 3 brake will be replaced as a precaution. No problem was detected.

Event description:
Refer to h10/h11 for follow-up information.